Manufacturer narrative:
The reason for this revision surgery was due to the reverse shoulder prosthesis (rsp) glenoid baseplate becoming loose. The in-vivo service duration for this product was 3.8 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with parts that would have contributed to the device loosening. A review of the product complaint report history showed this was the (B)(4) complaint for a part from this lot. The root cause of this event was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a fall, pt broke their scapula and reverse shoulder prosthesis (rsp) glenoid baseplate became loose. The surgeon converted from a rsp to a hemi shoulder.